Event description:
Philips identified a software defect in iscv system where the customer is encountering an issue with fetching images for all studies. No adverse events or patient harm were reported in the associated complaint (B)(4). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.